Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had new pain and the spinal cord stimulation system was no longer helping with the pain. Any external factors contributing to the issue are unknown. The patient was referred for a complete system change. It was reported that the issue has been resolved. There were no further complications reported or anticipated.